Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Service evaluation found no fault: the device passed all tsw (service software) tests without issues and operated as designed.

Event description:
Hamilton medical ag received the following event description: "intubated a patient in resus -at first co2 came up and good chest rise with sats 92%. Approx 10 min after clinical staff noticed there was no co2 on monitor, then checked for chest rise and wasn't present. Seems vent not working and they took over manual ventilation and ventilator replaced found ventilation working." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: it was reported that "following intubation in resus", the device initially showed co2 present with good chest rise and spo2 ~92%. After about 10 minutes, staff noted no co2 on the monitor and no chest rise. The device was believed not to be working; and staff initiated manual ventilation and replaced the ventilator. Three attempts were made to obtain additional information regarding the reported event, but none was provided: -whether the event occurred in an ambulance or hospital, and where the device was positioned between 11:04¿12:30. -the reason for five standby pcv+ transitions in that same interval, and whether the brief interruptions were user-initiated or accidental. (Log review shows pcv+ never exceeded 2:29 per run, with a 3-second run at 12:02:57¿12:03:00.) -confirmation of when the device was reported to be operating normally after connection to the patient. The issue was not duplicated. However, it is most probable the device was accidentally switched to standby, causing the "co2 on the monitor and no chest rise." Service evaluation found no fault: the device passed all tsw (service software) tests without issues and operated as designed. Complaint is considered as closed. The complaint may be reevaluated if additional information is received.